Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had several falls. Patient reported that theyran dye through the patient's back because they couldn't do an MRI, patient stated they did not find anything wrong. Patient reported they contacted a clinical specialist who set him up with healthcare provider. Issues have not yet been resolved, however, patient has an appointment with hcp on the 21st.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported it is unknown the cause of lower back pain and sometimes leg hurting. He reckons because prior to implant he had 5 back operations and has chronic back pain the stimulator does help but he still has back pain all the time the stimulation just soothes the pain. Reprogramming moved the stim to address lower back pain. Patient met with rep to resolve pain. Lower back pain and sometimes leg pain has been resolved. It still hurts sometimes and runs down leg but has improved and stimulation is helping him more. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing stimulation going down his legs, waist and everywhere else other than where he wanted stimulation to go. The patient wanted his device to be reprogrammed to go to his lower back. The patient fell and hurt his back. Patient's fall is related to the issue. Patient further stated they ran a die in his back. No patient symptoms or complications were reported in this event.